Event description:
The customer reported the system will save images, but will not recall them. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated workstation pcbs. System operates as intended. (B) (4).